Event description:
Caller reports patient tested 2.5 inr on the coaguchek xs system and 2.0 inr on a comparison laboratory. No treatment based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.